Event description:
It was reported that low hv lead impedance was observed from a remote transmission. It was noted that the lead was connected to a competitors ICD. Previous testing was unable to reproduce the event. The lead will be monitored at this time and further tests will be conducted at next patient follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.